Manufacturer narrative:
The device was evaluated, and the reported issue was confirmed. Water tightness was not maintained due to holes in the insertion tube due to external factors. The bending angle was insufficient due to the elongation of the angle wire. The bending section collapsed due to external factors. The bending section cover adhesive was missing. There was dirt on the operation part and universal cord that was difficult to remove due to handling (insufficient cleaning). Scratches were found in multiple locations on the device. The investigation was ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported the center of the evis lucera duodenovideoscope had cracks and water leakage. No patient injury reported. During the evaluation of the device, it was noted the adhesive on the lighting lens was peeling off and a gap in the tip adhesive or dirt has entered the lens through the gap. This report is to capture the reportable malfunction of the adhesive on the lighting lens was peeling off and a gap in the tip adhesive or dirt has entered the lens through the gap noted at estimation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to use stress, external factors, or handling. Olympus will continue to monitor field performance for this device.